Event description:
During an initial implant procedure, there was a failure to advance the guidewire into the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.